Event description:
Olympus was informed that during a therapeutic lithotripsy procedure, while attempting to crush a gallstone using the subject device, the basket wire broke inside the sheath. The basket of the subject device was said to have been unable to be removed from the stone and the patient reportedly had to be transported to surgery for stone and basket removal.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report without success. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. This report will be supplemented if the device is returned at a later time. This report is being submitted as a medical device report in an abundance of caution.